Event description:
I had lasik in both eyes in 2006. Was told by my doctor I was a candidate and that I would be fine. I was lied to after I came out seeing like a freak, that it was just overcorrection, however, my world was messed up looking, I was walking on a crooked floor, people's faces looked liked stretched trolls, and the walls were falling on me. I was scared to death, and after 2nd opinion, meaning about 10 opinions, and yelled at, and treated like crap, etc. Etc. I finally learned that I was permanently damaged and there was no help for me. This no quality life and since that time, I've met so many and heard of so many people's lives who have been ruined like mine. I see a ghostly lines around all people and all things day and night. It's a freak world. You need to stop lasik. Everyone "I" who had it and came through fine initially are now having problems. Can't see at night, increased starbursts and halos -of course I still have those day and night, too- and some who had to have corneal transplants and now are blind in that eye. You would have not idea how hard it is to live life scared about the world you are in every day. On top of that, I am very upset to see that no communication is made between doctors, because there is less than a handful that at least care enough to work diligently in making special contacts to at least help a person. All other doctors say, nope, can't do a thing, and just turn you out to nothing, but maybe their friend who's a corneal specialist just so he can take your money, too. Knowing they can't do anything, but surely can see you to take your money. This entire lasik is money driven and that is sinful, in my opinion, because it hurts every pt, if not now, later. My life has been ruined by lasik. Getting up every day is not the same joy it was before lasik and is a struggle. They advertise lasik like you're getting your hair cut. Go in, come out seeing perfect. That's how it was presented to me, and they still have commercials on tv saying the same thing. You need to stop lasik. This is a lifelong disability that has robbed me of the joy and beatuy of this world and my surroundings, including my home and family and friends, of which I will never see normal again.